Event description:
A malfunction was reported on the pump after it fell. There was no adverse impact on the customer's blood glucose level. The customer switched to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump.